Event description:
It was reported that the device got hot during a procedure. There was another device available to complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
The device was evaluated by the MFR and the complaint was duplicated. The device overheated due to corrosion. The device was repaired and returned to the customer.